Event description:
It was reported to boston scientific corporation that an endovive two port through the peg jejunal feeding tube was being used for the purpose of administering medication (duodopa) for advanced stage parkinson's disease. According to the complainant, post procedure, since (B)(6) 2010, the patient has had problems with motor fluctuations the site reported that although the patient experienced fluctuations, there was no treatment interruption. The fluctuations were treated with a prescription called amantadin. The patient received a new endovive two port through the peg jejunal feeding tube (B)(6), 2010. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B) (6). (B) (4) - exchange of j-tube, decreased therapeutic effect. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Are unknown at this time. Should additional information become available a supplement will be filed. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4)

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an endovive two port through the peg jejunal feeding tube was being used for the purpose of administering medication (duodopa) for advanced stage parkinson's disease. According to the complainant, post procedure, since (B) (6) of 2010, the patient has had problems with motor fluctuations. The site reported that although the patient experienced fluctuations, there was no treatment interruption. The patient received a new endovive two port through the peg jejunal feeding tube (B) (6) 2010. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.